Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient fell on steps and broke his back brace which caused the pump to shift. The patient¿s pain control was not being met and the patient stated ¿I¿m in so much pain anyway.¿ the patient had an MRI on (B)(6) 2012. The pump was checked and appeared to be fine. The patient outcome was reported as non-serious illness/injury. The device system was used to deliver morphine and bupivacaine.